Event description:
It was reported that the device was used during an unknown procedure. The clips were not closing properly on two devices. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.